Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device with original packaging was returned to the manufacturer from the customer and a physical evaluation was performed. During disinfection, a leak was found on the cassette film. The reported condition was confirmed. Visual inspection of the actual device was performed with a microscope and hole at the cassette film was discovered. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 their pd end treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of their treatment and a fill complication was received during fill 4 of 5 of their treatment. The ok option was pressed and the message reoccurred. The patient also reported that a draining slowly message was received during drain 4 of 4 of their pd treatment. The patient reported that bubbles were discovered in the patient line heading towards the cycler and the cassette. The patient reported that air bubbles and an observational bubble were found in the drain line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The technical support representative left the patient to drain during drain 4 of 4, but the patient stated that the air detected in cassette alarm reoccurred. The patient reported that they cancelled treatment during step 8. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they did complete their treatment. The patient stated that the fluid leak came from the cassette chamber. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction.